Manufacturer narrative:
Company comment: the serious event of mass at implant site and the non-serious events of induration at implant site and device dislocation were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure or user error. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. A follow-up on the lot number will be performed. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4). Is a spontaneous report sent on 18-mar-2019 by a 66-year-old female patient, concerning herself. This report also includes follow up information received on 25-mar-2019. The patient had no known allergies. The patient was on unspecified blood pressure medication. No information about medical history or previous filler treatments has been provided. On (B)(6) 2019 the patient received treatment with 1 ml of restylane lyft, 0.5 ml to each side of cheeks (unknown lot number, injection technique and needle type). Since the injection in (B)(6) 2019 the patient reported that result was not good, and she suffered from induration (implant site induration) and lumps/bulges (implant site mass) under the eyes. On (B)(6) 2019 the patient contacted a physician in germany and reported that the filler material migrated (device dislocation) below the eyes. The severity of events was assessed as moderate. The attending physician recommended cooling. It was first control, and the patient was told to wait. On (B)(6) 2019 and (B)(6) 2019 the patient received each 1500 iu of hylase [hyaluronidase] as a corrective treatment. On (B)(6) 2019 the patient received 4500 iu of hylase, 1500 iu three times. However, the patient still had induration. The next attempt was planned on (B)(6) 2019. It was informed that the physician tried to dissolve the lumps three times with hylase, but lumps were still present and had been there for five months. The patient was in despair. During course, the patient visited the physician again since there was no improvement. The physician suggested her corticoid treatment or surgery, but the patient declined. In 2023, the patient had consulted a physician in switzerland for further corrective treatment. The patient received corrective treatment with 1050 iu of hylase [hyaluronidase] on (B)(6) 2023. According to the patient, there were still hyaluronic acid filler remains present, which was confirmed by an ultrasound examination performed in 2023. The patient was desperate and wished to have her old face back. Outcome at the time of the report: filler material migrated was not recovered/not resolved/ongoing. Induration was not recovered/not resolved/ongoing. Lumps/bulges was not recovered/not resolved/ongoing. Tracking list: v.0 initial v.1 fu received on (B)(6) 2019. Concomitant medication of unspecified blood pressure drugs updated. V.2 fu received on (B)(6) 2019 from consumer. The outcome of event of lumps was amended to not resolved. Treatment detail was added. V.3 fu received on (B)(6) 2020 from consumer. Fourth time treatment information with hylase updated. V.4 fu received on (B)(6) 2023 from patient herself. Verbatim of event implant site mass, laboratory test and unspecified corrective treatment details were updated. V.5 fu received on (B)(6) 2023 from patient herself. Case upgraded to serious. Event (device dislocation) added. Patient age, event onset date, severity and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious event of mass at implant site and the non-serious events of induration at implant site and device dislocation were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure or user error. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. A follow-up on the lot number will be performed. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 18-mar-2019 by a 66-year-old female patient, concerning herself. This report also includes follow up information received on 25-mar-2019. The patient had no known allergies. The patient was on unspecified blood pressure medication. No information about medical history or previous filler treatments has been provided. On 21-jan-2019, the patient received treatment with 1 ml of restylane lyft, 0.5 ml to each side of cheeks (unknown lot number, injection technique and needle type). Since the injection in (B)(6) 2019, the patient reported that result was not good, and she suffered from induration (implant site induration) and lumps/bulges (implant site mass) under the eyes. On (B)(6) 2019, the patient contacted a physician in germany and reported that the filler material migrated (device dislocation) below the eyes. The severity of events was assessed as moderate. The attending physician recommended cooling. It was first control, and the patient was told to wait. On (B)(6) 2019, the patient received each 1500 iu of hylase [hyaluronidase] as a corrective treatment. On (B)(6) 2019, the patient received 4500 iu of hylase, 1500 iu three times. However, the patient still had induration. The next attempt was planned on (B)(6) 2019. It was informed that the physician tried to dissolve the lumps three times with hylase, but lumps were still present and had been there for five months. The patient was in despair. During course, the patient visited the physician again since there was no improvement. The physician suggested her corticoid treatment or surgery, but the patient declined. In 2023, the patient had consulted a physician in switzerland for further corrective treatment. The patient received corrective treatment with 1050 iu of hylase [hyaluronidase] on (B)(6) 2023. According to the patient, there were still hyaluronic acid filler remains present, which was confirmed by an ultrasound examination performed in 2023. The patient was desperate and wished to have her old face back. Outcome at the time of the report: filler material migrated was not recovered/not resolved/ongoing. Induration was not recovered/not resolved/ongoing. Lumps/bulges was not recovered/not resolved/ongoing. Tracking list: v.0 initial. V.1 fu received on 10-apr-2019. Concomitant medication of unspecified blood pressure drugs updated. V.2 fu received on 04-may-2019 from consumer. The outcome of event of lumps was amended to not resolved. Treatment detail was added. V.3 fu received on 06-aug-2020 from consumer. Fourth time treatment information with hylase updated. V.4 fu received on 18-apr-2023 from patient herself. Verbatim of event implant site mass, laboratory test and unspecified corrective treatment details were updated. V.5 fu received on 02-jun-2023 and 13-jun-2023 from patient herself. Case upgraded to serious. Event (device dislocation) added. Patient age, event onset date, severity and corrective treatment details were updated. V.6 case reopened on 13-jul-2023 to submit a final mir.